Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the pelvic array clamp broke while trying to remove it. The surgeon was aware and the outcome of the case was successful.

Manufacturer narrative:
Reported event: the reported device was confirmed to be a clamp assembly- 3-pin, catalog: 110716, lot number 06061112, RMA (B)(4). Device evaluation and results: visual inspection. Visual inspection shows that the screw on the assembly had broken in the neck area at the start of the thread. Dimensional inspection. Dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection. With the screw broken, clamping or releasing from the bone pins is impossible. Device history review: review of the device history records shows that 25 parts were received, inspected, and accepted into final stock with no failures on (B)(4) 2013. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding cross-threading of the clamp assembly- 3-pin. There has been 15 other complaints for the threading issue on this part. (B)(4). Tracking of complaints related to the 112390 clamp assembly- 3-pin will be tracked through quarterly trend request # 860. Conclusions: the returned device was inspected and the failure reported in the complaint was confirmed. The clamp that the screw attaches to was sitting very close to the inside wall of the clamp body indicating that the screw may have broken because the clamp could not travel any further. The event occurred at the end of the case and there was no effect on the successful out come of the case. Corrective action/preventive action: no further action is required at this time; CAPA (B)(4) has been initiated and closed to release 112390 as a solution to the issue on the 110716 clamp.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the pelvic array clamp broke while trying to remove it. The surgeon was aware and the outcome of the case was successful.